Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user, the caster is bent where it goes into the bed frame. Provider stated that they set up this bariatric bed for a patient and it was fine. The patient called back the next day to say it was bent. Provider stated he has no idea how it could have been possible for the caster to bend like this. MDR filed.